Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. (B)(4).

Event description:
It was reported the battery of the epg (external pulse generator) was replaced after the led (light emitting diode) indicator for battery replacement was lit. No other issues were observed at this point and the device functioned normal after removing the battery. The next day, routine replacement of the battery was attempted, and the epg turned off. Arrest occurred five seconds after taking the battery out of the epg. A new battery was immediately placed, the epg was turned on, and it functioned normally. The epg was returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.